Manufacturer narrative:
Two vials of the reported lot of test strips were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial #2 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a stago with neoplastin reagent laboratory method and a doctor's meter (unknown brand). The laboratory result was 3.7 inr. The result from the doctor's meter was 3.6 inr. The result from the meter was 2.7 inr. All of the tests were performed within four hours. The patient is not sure if the same finger or a different finger was used for the meter tests. The patient's interval for testing is every week. The patient's therapeutic range is 2.0 to 3.0 inr.